Event description:
The device was used during a unspecified procedure. Reportedly, the scope visibility was not clear. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.